Event description:
It was reported by service report that the bed was stuck in the raised position and would not lower. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Motion interrupter pan.